Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient stated his son woke him up at about 4:00am when the cgm was alarming with a value of 40 mg/dl. The patient ate a peanut butter sandwich and drank orange juice. The patient stated his cgm reading was still going lower. The patient stated his chest was hurting and drank sugar water. His cgm reading was still reading 40 mg/dl. His son called the fire department and they transported the patient to the hospital. While in the ambulance, the cgm reading was still 40 mg/dl. Upon arrival at the hospital, the patient was told the dexcom sensor was defective because they did a fingerstick and it showed a bg reading of 500 mg/dl. The patient was feeling dizzy and "could not understand stuff". At the hospital, the patient was given an insulin shot and unspecified medication. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.